Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had an isolated event involving one patient sample that gave erroneous sodium and potassium results. Sample was first tested on another integra and gave sodium result of 136 mmol/l and potassium result of 3.9 mmol/l. Same sample repeated twice on this analyzer gave sodium result of 85 mmol/l both times (results were accompanied by data flags) and potassium results of 2.4 and 2.5 mmo/l (results were accompanied by data flags). None of these results were reported, orders were canceled and a redraw was ordered. Electrode lot numbers were not provided. The field service representative did not find the cause of the discrepancies. He ran performance tests which were successful and customer performed precision which was within customer's specification.